Manufacturer narrative:
The impella device has not been returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. The instructions for use states the following: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ it also states to "assess access site for bleeding and hematoma.¿

Event description:
It was reported via abiomed¿s long-term outcome and quality indicator impella registry that a 66 year old female patient with an impella cp developed an access site bleed post procedure. The patient was treated with two units of packed red blood cells (prbc). No further details were provided.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.